Manufacturer narrative:
(B)(4). Investigation results received one speedband device and velcro strap for analysis. The ligator head was not returned. Visual examination of the device found that the suture was broken with one section attached to the trip wire loop and the other section was not returned. The crimp was present on the trip wire and it was partially rolled in the handle and secured in the handle assembly slot upon receipt for evaluation. A functional evaluation was performed by rotating the handle knob 180 degrees, an audible click was heard and indents were felt. No issue was noted with the handle assembly. Based on the event description and the evaluation condition of the returned device, there isn't enough information to determine a probable root cause. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. (B)(4).

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the esophagus during a loop ligature procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the band failed to deploy. There was no difficulty in setting up the device. The procedure was completed with another speedband superview super 7 device. There were no reported patient complications as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.